Event description:
It was reported via clinical study thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged. Computed tomography (CT) imaging was completed on (B)(6) 2025 which revealed thrombus on the anterior surface superior side of the device. It was also noted that there was persistent flow into the left atrial appendage through two (2) leaks on the superior and inferior posterior aspect of the device. The leak was noted to be 3.0mm. Malalignment was also seen in some views. The patient was on aspirin at the time of the event and was placed on xarelto 15 mg in response to this event.